Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the rep indicated that there is no plan to explant the lead, as it is still in use. The rep stated that they were not in the operating room at this time but received a call from a staff member the doctor hit the lead with bovie. The lead was impeding his ability to perform complex spine surgery. An impedance check was performed. The lead was implanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The rep reported they were not in this case and do not patient information or any additional information and repeated how a hcp had contacted them.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) with an implantable neurostimulator (ins). Manufacturer representative (rep) called to report they were just notified that a neurosurgeon "nicked" a paddle lead with a bovie. Caller said there was no rep at this surgery, but a rep happened to be in a case next door and they did an impedance check. The impedance check was "fine." Caller said the nick was "visible" and they were worried about erosion, so they suggested the surgeon replace the lead. Caller currently on their way to the case. Caller wanted to know if there was any documentation about this kind of incident happening/if lead should be replaced. Caller said they got all of this information secondhand. Caller did not have any patient information and wasn't at the hospital where this was all happening. Agent reviewed with caller that guidelines written for intact, non-damaged systems. Agent reviewed that caller's recommendation was made with patient' s safety as first priority and it was fair and conservative. No symptoms were reported.